Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked case at battery tube side and stained keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracked reservoir compartment case. The customer's blood glucose level was 5.9 mmol/l at the time of the incident. The product was returned for analysis.